Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The shaft of the 3.50 x 20mm liberte bare stent delivery system fractured. The physician completed with another of the same device. There were no patient complications and the patient's condition was reported as stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The device was received in two sections as a result of a break in the hypotube. The break was located at 22cm distal to the strain relief. A detailed examination of the break site identified that the break occurred as a result of a severe kink that developed in the hypotube. One other kink was noted in the hypotube shaft at 61cm proximal to the tip. Both the break and the kink in the shaft is consistent with excessive force having been applied to the shaft. No issues existed with the profiles of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The shaft of the 3.50 x 20mm liberte bare stent delivery system fractured. The physician completed with another of the same device. There were no patient complications and the patient's condition was reported as stable.